Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected field: b3 date of event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that log file review revealed a motor start with parameters outside of the typical range. It was identified that at the time of the motor start, the patient dropped the controller which caused the driveline to become disconnected and resulted in avad stopped alarm. The equipment was inspected and there was no damage to the controller or driveline. The driveline cover was also inspected and determined to not be causing any interference with the locking mechanism on the driveline. The locking mechanism was inspected for any debris that could interfere with the locking mechanism as well, and the locking mechanism was clear of any debris. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 21-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary and codes. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as they remain in use. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 11/may/2025 at 15:08:46, in which parameters were atypical. Additionally, two (2) vad disconnect alarms were logged on 11/may/2025 at 15:08:29 and 12/may/2025 at 12:38:46, indicating a physical disconnection of the driveline from the controller. The first vad disconnect alarm is possible related to the reported drop event resulting in a driveline disconnection. The vad disconnect alarm cleared at 15:08:35, indicating that the driveline cable was connected to the controller. The subsequent motor start event was logged at 15:08:46. Log file analysis associated with (B)(6) revealed a controller power up with an associated pump start event logged on 11/may/2025 at 15:08:23, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on 06/june/2024. Indicating that the controller power up event occurred during a controller exchange. Analysis of the event log file associated with (B)(6) revealed that the date, patient ID, pump ID, and speed were set prior to the initial power-up event and followed by the second vad disconnect alarm on 12/may/2025 at 12:38:46 indicating that the controller power up likely occurred during the initial programming of the controller. As a result, the reported events were confirmed. The most likely root cause of the first vad disconnect alarm and driveline disconnection event may be attributed to a physical disco nnection of the driveline from the controller during a controller exchange and/or due to the reported dropping of the controller, as described in the event details. The most likely root cause of the second vad disconnect alarm can be attributed to a physical disco nnection of the driveline from the controller and/or the controller being powered on without the driveline connected during the initial programming of the controller. Based on available information, the most likely root cause of the controller power up events can be attributed to a controller exchange. The most likely root cause of the controller drop event can be attributed to the handling of the device. Based on review of risk doc umentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor started event recorded on (B)(6) 2025 at 15:08:46, in which parameters were atypical. Of note, log file associated with (B)(6) did not cover the reported event date. As a result, the reported driveline disconnection, vad stop, and controller drop event could not be confirmed. The reported atypical motor start event was confirmed. The most likely root cause of the vad stop and driveline disconnection event may be attributed to a physical disconnection of the driveline from the controller due to the reported dropping of the controller, as described in the event details. The most likely root cause of the controller drop event can be attributed to the handling of the device. Based on review of risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 21-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.